Manufacturer narrative:
Complaint conclusion: as reported, a fracture was found on a 6f 100cm multipurpose (mpa) 2 infiniti diagnostic catheter immediately upon opening the package. The damage was identified after removal of the catheter from the sterile packaging and shaping the tip during preparation. The fracture occurred at the body near the tip and resulted in a complete separation of the device. Another 6f 100cm mpa 2 infiniti diagnostic catheter was used to complete the procedure. There were no reported injuries to the patient. The device was not returned as expected. A product history record (phr) review of lot 18476979 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿brite tip/distal tip ¿ separated¿ could not be substantiated because the device was not returned and images were not provided. According to the device instructions for use, ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter.¿ based on the available information, the event was identified immediately upon opening the package; however, the specific handling during package removal was not described. Therefore, it cannot be determined whether the event aligned with or conflicted with that instruction. Visual and microscopic evaluation of the returned device did not identify damage or anomalies, and the product analysis did not identify evidence of a manufacturing or design issue. Accordingly, the exact cause of the event cannot be determined, and use-related factors cannot be excluded. Based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.

Event description:
As reported, a fracture was found on a 6f 100cm multipurpose (mpa) 2 infiniti diagnostic catheter immediately upon opening the package. The damage was identified after removal of the catheter from the sterile packaging and shaping the tip during preparation. The fracture occurred at the body near the tip and resulted in a complete separation of the device. Another 6f 100cm mpa 2 infiniti diagnostic catheter was used to complete the procedure. There were no reported injuries to the patient. The device was not returned as expected.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.